Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was leaking during peritoneal dialysis therapy. This event occurred during fill two of four while the patient was connected. The patient noticed that the patient line was wet and immediately clamped all the lines and disconnected themselves. The patient stated that they did not inspect the cassette to find the source of the leak. The patient indicated they had not noticed anything unusual during set up and that the packaging looked fine. The technical service representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.